Event description:
The reporter contact animas on (B)(6) 2012 alleging that the pump alarmed for low battery. The reporter stated that the battery and the pump felt hot to the touch. The patient reportedly wore the pump while swimming that day. The reporter stated there was no moisture in battery compartment and no corrosion seen on the battery. The reporter denied cracks in the pump case, damage to the keypad or audio bolus button. The reporter claimed that the battery cap had been replaced four to six months ago. The reporter stated the vent by the cartridge compartment may be slightly tilted and a fingernail can be inserted into the one side. The patient discontinued insulin pump therapy at the time of the call. The reporter stated she needed to obtain lantus to begin the patient on the backup plan. There was no reported adverse event associated with this complaint. This complaint is being reported because the allegation of a hot pump and battery remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 [date of submission (B)(4) 2012]-device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was returned with visible moisture behind the display lens. The pump was unable to power on. A leak was found in the pump case. The pump was opened and moisture damage was observed inside the pump. Further investigation was unable to be performed due to the inability of the pump to power up.